Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026 for approximately 10 hours. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported that they had to remove the pod before going to the hospital because the pod was leaking insulin and the pod site (abdomen) was bleeding and irritated. Symptoms reported include vomiting. The patient was treated with insulin and intravenous (IV) fluids.